Event description:
This pt was admitted for coil embolization of an embolism in the moderately tortuous, cavernous sinus. The dcs complex 14mm x 30cm coil was prepped according to IFU. The system successfully pressurized and purged. No anomalies were noted during prep. The unk micro-catheter (mc) was positioned in the aneurysm. The coil was advanced to the lesion and into the aneurysm. It was verified on fluoroscopy that there was no stress placed on the mc or the delivery tube. Upon placement of the coil within the intracranial target lesion, the physician was able to successfully pressurize the system to the green zone; however, the coil would not detach. It is unk if the physician attempted to pressurize the system to the alternative detachment zone (red zone). The physician changed to a new syringe, but was still unable to detach the coil. The physician withdrew the system from the pt without any resistance or difficulties. Upon inspection of the delivery tube, it was noted that the gripper was damaged and leaking. It is not know how the procedure was completed, but no pt injury was reported.